Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (95 percent stenosis degree) in the moderately tortuous lcx. Despite pre-dilatation the lesion could not be crossed with the device and was withdrawn. Finally, two shorter orsiro stents were implanted to complete the intervention.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is deformed at its proximal end, i.e. Few struts are bent outwards. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The balloon is well folded and shows no signs of inflation. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.